Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the polypectomy procedure, the device "was not turned on electricity." A second device was advanced to the lesion and the same event occurred. A third device was used to complete the procedure from the same lot. The patient was "good" post procedure. Refer to MFR report #3005099803-2008-07434 for details regarding the other device.